Event description:
Patient reported "encapsulation" and exchange from textured to smooth due to the patients concern of the product. Later, healthcare professional reported "capsular contracture baker IV " and exchange from textured to smooth due to the patients concern of the product. This record is for the right side. The device remains implanted. Explant surgery is scheduled and the device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported "encapsulation" and exchange from textured to smooth due to the patients concern of the product. Later, healthcare professional reported "capsular contracture baker IV " and exchange from textured to smooth due to the patients concern of the product. This record is for the right side. The device remains implanted. Explant surgery is scheduled and the device will be returned.